Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to blank display. Test p-cap and reservoir locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found the j7 connector not properly plugged into pcba 1 board. After connector was properly plugged in, pump was tested with 2302 battery simulator and booted up properly once installed, blank display was confirmed due to j7 connector not properly plugged into pcba 1 board. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Flashing medtronic logo was not confirmed. Blank display was confirmed during testing due to j7 connector not properly plugged into pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.